Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 117 mg/dl.